Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire coating issue occurred. A pt2 guide wire was used to cross the lesion. However upon advancing of another device over the wire, difficulty was encountered. The device was then pulled out and upon inspection, it was noted that the polymer coating ¿balled up¿ towards the tip. The procedure was completed and no patient complications were reported. The patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).